Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the event date for this event. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a slight evidence of fluid ingression at the air detector. During analysis customer's reported problem regarding "showed lec 1810 code" was unable to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that an event occurred (two 1870 alarms recorded). The error 1870 is motor_timeout_1. The pump was opened and found the motor locked. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was not confirmed. The problem source of the reported event is unknown.

Event description:
It was reported that the device gave an error alarm with the message "error 1810". No known adverse effects to patient.